Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("has anyone had the coils in their bowel?") In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one was reported via medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("has anyone had the coils in their bowel?") In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one was reported via medical records: device dislocation. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.